Event description:
When firing echelon stapler with blue load, surgeon held compression for 20 seconds as recommended. When pressing the "fire" button, the stapler knife engaged approximately 1 cm. And then the jaws of the stapler popped open. Stapler components in joint of arm also became visible where the articulating shaft meets the neck of the stapler.